Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2017-01552. The patient received two shift-lock anchors with the same lot number. It was reported the patient experienced swelling, irritation, and warmth to the touch at the lead and anchor sites reportedly, a physician consult is the next course of action to further evaluate the issue.

Event description:
Device 1 of 2. Reference MFR. Report#1627487-2017-01552. Follow-up identified the physician treated the issue with antibiotics. Subsequent follow-up revealed the issue improved, as such the patient was advised to complete the prescribed treatment plan.